Event description:
It was reported that the customer experiences issues with elevated blood glucose levels in the morning. Customer changes his site to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.